Manufacturer narrative:
We are in the process of evaluating the device. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported while performing an av nodal reentry tachycardia ablation procedure using an ibi t11 generator and a resterilized non-sjm ablation catheter, an av block occurred. The physician was ablating in the triangle of koch, 1cm away from the his bundle, with stable catheter position on both navx and fluoroscopy, generator settings of 57 watts and 52 degrees celsius with a time limit of 90 seconds, when the pt developed av block. There was no malfunction nor any alarms noted with the t11 generator. The procedure was stopped, the pt was treated with temporary ventricular pacing, isoproterenol and atropine and av conduction recovered. The pts current status is listed as "doing well".